Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was admitted to the hospital due to an elevated blood glucose level and diabetic ketocidosis. The customer administered 2 manual insulin injections in attempt to address bg level and was treated with intravenous saline and insulin while in the hospital. The customer was released from the hospital the same day with the reported issue resolved and no permanent damage. The cause for the reported issue was due to the pump's usb port was damaged resulting in difficulties charging the pump. Reportedly, the customer continued to use the pump for insulin therapy.